Manufacturer narrative:
The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the stability pin broke off in the l4 vertebrae during surgery. The procedure was completed with no further complications. The broken fragment was left inside the vertebrae. No revision is planned at this time.